Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex mesh may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for "bowel obstruction, lysis of adhesions, explant of the device and drainage of fluid." Adhesions are a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No medical records have been provided related to the surgery or alleged injuries a review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex mesh, was implanted to repair the hernia defect. On (B)(6) 2017: the patient presented to the emergency room with complaints of nausea, vomiting and diarrhea. She was admitted to this hospital where she remained. On (B)(6) 2017: patient was transferred. A CT scan obtained on the same date indicated that she had a high-grade bowel obstruction with a lower abdominal fluid collection that could represent an abscess. On (B)(6) 2017: the patient underwent an additional surgery to repair the small bowel obstruction caused by the ventralex and to remove the mesh. The surgeon performed segmental small bowel resections, lysis of adhesions, abscess drainage and mesh removal. Patient was injured severely and permanently. The patient has suffered and will continue to suffer physical pain as well as mental anguish. On (B)(6) 2017: patient underwent an additional surgery to repair the small bowel obstruction caused by the ventralex and to remove the mesh. The surgeon performed segmental small bowel resections, lysis of adhesions, abscess drainage and mesh removal. Patient was injured severely and permanently. The ventralex mesh implanted in patient failed to reasonably perform as intended and had to be surgically removed. Thus, further invasive surgery was necessary to repair the very problem that the product was intended to repair, providing only harm and no benefit to her. The patient also requires further medical treatment, including likely need for future surgeries as reported, patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment. Due to the alleged defective ventralex mesh.